Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic dysuria, urinary incontinence, discomfort, urgency, urinary frequency, leaking, vaginal discharge, and mild itching. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy, transvaginal repair of enterocele with mccall¿s culdoplasty, anterior and posterior colporrhaphy, and cystourethroscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that following insertion the patient experienced chronic dysuria, urinary incontinence, discomfort, urgency, urinary frequency, leaking, vaginal discharge, and mild itching. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy, transvaginal repair of enterocele with mccall¿s culdoplasty, anterior and posterior colporrhaphy, and cystourethroscopy.